Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During disassembly of the device to determine root cause, the technician observed damage consistant with mis-handling. The electrode receptacle assembly had damage beyond normal wear and tear. The electrode receptacle assembly was replaced. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during training by facility staff, the device the device was unable to detect the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.